Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence and erosion. Additionally, the device presented fluid loss. A surgical procedure was performed, during which the aus was explanted. There were no further patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence and erosion. Additionally, the device presented fluid loss. A surgical procedure was performed, during which the aus was explanted and replaced. There were no further patient complications reported.